Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to be primed. All the clamps were open but there was only flow into the drip chamber. There were no kinks in the tubing and the check valve was inverted and tapped. There was no patient involvement. No additional information is available.